Event description:
It is reported that the surgeon couldn't install the patella implant. After he stopped cementing and drilled again, he was able to install the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.